Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon broke. A 40/7/2/100cm equalizer¿ balloon catheter was selected for use; however, it was noted that the balloon broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for anlaysis. Unit returned with its original pouch. The balloon was found burst/ruptured; the affected area was located in the distal section of the balloon. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. No more damages were found in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon broke. A 40/7/2/100cm equalizer balloon catheter was selected for use; however, it was noted that the balloon broke. No patient complications were reported.